Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficits were identified. The manufacturer has requested additional information on the reported event. Should further information be provided, a follow up report will be submitted.

Manufacturer narrative:
Device remains implanted.

Event description:
Received the following information from perceval (B)(6) study database. On (B)(6) 2019, a perceval valve pvs23 was implanted in aortic position via minimum invasive approach-right thoracotomy. The patient had a myocardial infarction during the same day which the site deemed as related to the implant procedure and device. However, the relationship with the device was not further specified. The patient required ECMO support. The event was eventually resolved and the patient was discharged on (B)(6)2019. Based on the discharge information, a good device functionality was reported.